Manufacturer narrative:
The instructions for use (IFU) list cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture as known potential risks or adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication of a device malfunction. Investigation results indicate the left ventricular perforation may have been related to the pacemaker lead or also due to patient factors (fragile myocardium due to steroids), but this was not able to be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29 mm sapien 3 (s3) valve, in aortic position, by transfemoral approach. During s3 valve deployment, it was noted that there were two brief losses of capture during the valve deployment. The s3 valve was finally implanted with nominal inflation volume. Post implant aortic root angiogram demonstrated moderate pvl and the valve was post dilated with the ds. The pvl improved to trace. The procedure was uncomplicated. Two hours after the procedure, a pericardial effusion was confirmed by tte and the patient had a pericardiocentesis. The patient then had a recurrent tamponade and repeat pericardiocentesis, went for surgery and discovered a small lv perforation, which was repaired.